Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.50 x 28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted, bunched and pulled distally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent moved on balloon occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 2.50 x 28mm synergy ii drug eluting stent was used in a procedure. However, it was noted that the stent was loose. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent moved on balloon occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 2.50 x 28mm synergy ii drug eluting stent was used in a procedure. However, it was noted that the stent was loose. The procedure was completed with another of the same device. There were no patient complications reported.